Manufacturer narrative:
(B)(4). Date of occurrence estimated as (B)(6) 2011. Date of implant estimated as (B)(6) 2011. Concomitant products: other: optical coherence tomography (oct); intravascular ultrasound (ivus). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Article: (j invasive cardiol 2014;26(4):161-166): longitudinal deformation of drug-eluting stents: evaluation by multislice computed tomography.

Event description:
It was reported through a research article identifying 15 unknown xience prime stents which potentially deformed longitudinally during stent deployment as noted per multislice computed tomography (msct). Forces that were applied to the stent during the implantation process were as follows: catheter impingement (5), kissing balloon (5), imaging (intravascular ultrasound (ivus)/optical coherence tomography (oct)) (2), postdilatation (7) and may have resulted in longitudinal deformity. The study concluded that longitudinal deformation of drug eluting stents (des) is common in all the studied platforms subject to longitudinal forces. Guiding catheter impingement is the only mechanical action significantly associated to des shortening. No intervention or adverse patient effects were reported. Specific patient information is documented as unknown. Details are listed in the attached article, titled 'longitudinal deformation of drug-eluting stents: evaluation by multislice computed tomography'.